Manufacturer narrative:
During the investigation of a battery for an unrelated issue, a reportable malfunction was found. Upon investigation, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pca was contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the damaged battery.

Event description:
During the investigation of a battery for an unrelated issue, a reportable malfunction was found. A battery was unable to power on a monitor or charge.